Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the customer reported failure mode. The vessel sealer instrument was placed on an in-house da vinci system and it failed to pass self-test on multiple attempts. A review of the system log shows multiple sealing attempts and no errors. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument reportedly stopped coagulating. No adverse event occurred as result of the reported event.

Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noted the endowrist one vessel sealer instrument stopped coagulating. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient. Intuitive surgical inc. (Isi) contacted the initial reporter but was unable to obtain additional information regarding the reported event.